Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found air bubbles in the reagent syringe. The fse replaced the reagent syringe and the buffer valve to resolve the issue. The fse verified quality control passed. Analyzer resumed normal operation. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic ise (ion selective electrode) patient results for sodium (na), potassium (k) and chloride (cl) on their au5800 clinical chemistry analyzer. The erratic results were not reported out of the laboratory. The customer repeated the patient samples with results considered correct. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.